Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the symptom "door not fully latched", caused by a loose upper link screw. The link screws were replaced.

Event description:
During baxters device evaluation, the device was found to display a "door not fully latched' message. There was no patient involvement.